Event description:
It was reported that a distal tibia non-union was discovered and a hardware removal with revision was performed. It is unknown how the non-union was discovered. It is unknown if patient experienced pain/symptoms prior to revision surgery. Removed hardware included nine (9) distal screws, one (1) intact medial distal tibial plate and an intact fibula plate and screws. It was reported that eight (8) of the distal screws were broken. The patient was revised to an inter-medullary (im) tibial nail. There were no reported delays or fragments; the procedure was successfully completed. This report is for an unknown fibula plate. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was reported: clarified there were two (2) plates as initially stated on the intake form, but only one (1) plate was involved in the case. Also clarified that there were a number of broken screw pieces involved in the case, so it is unknown exactly how many pieces there were in total. Lastly, it was confirmed that the parts were broken before being removed (unknown why they broke). Reporter stated no closing letter is required as initially indicated on the original intake form.

Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. This report is for an unknown fibula plate/unknown lot. Implant date: unknown. Explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.